Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump stopped insulin delivery. Reportedly, the pump screen displayed a message stating "all deliveries stopped". Customer was able to clear the message and resumed insulin delivery successfully. The customer's blood glucose level was not impacted.